Manufacturer narrative:
The pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, sleep current measurement, active current measurement, and self-test. The insulin flow blocked alarm functions properly during the basic occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. The test battery was removed and reinserted with no failed battery test alarms noted during testing. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Perform the history review 1 week from the event date 13-apr-2026 and found no nodelivery alarms or any battery related alarms/alerts in the pump history file. Using the baat tool, "no filter option entered or filtering not within valid range." The pump was received with a minor scratched display window, scratched case, pillowing keypad overlay, and cracked select, down, up, button at keypad overlay. Pump was cut open to perform visual inspection and found moisture damage to the pcba1 and pcba2. No damage noted on the motor and force sensor. The sc1 cap locked properly into reservoir compartment during testing. Power problem-failed battery test not confirmed. Delivery anomaly-no delivery/occlusion alarm not confirmed. Damage-moisture confirmed. Cosmetic damage confirmed at the back and front of the pump. Power problem-charge/battery lasts less than expected not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received insulin flow block alarm, alleged diminished battery life, crack on pump, moisture on screen, and pump rejects battery. The customer reported no adverse event. The event involved product(s) mmt-332a, mmt-386a, mmt-1884. Troubleshooting was not performed. The customer reported the past event of the insulin flow block alarm. No harm requiring medical intervention was reported. No product return is required for mmt-332a. No product return is required for mmt-386a. No product return is required for mmt-1884.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.